Event description:
It was reported that a malfunction 16 alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level had no adverse impact.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.